Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller to roller occlusion would not remain steady. Even after adjusting the occlusion with the dial indicator after one or two days it shifts. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility is going to replace the gut assembly on the roller pump.